Event description:
As reported, the thermogard hqtm console ((B)(6). ) was noted with the pump rotor rubbing the bottom of the pump well. In addition, the pump well was observed to be loose, and one of the large rollers has some up-and-down play. No patient involvement.

Manufacturer narrative:
The thermogard console ((B)(6). ) was evaluated at the customer site. The reported complaint of the pump rotor rubbing the bottom of the pump well and the pump well loose along with one of the large rollers was confirmed during the visual inspection. The root cause for the reported complaint was due to the excessive amount of caulking cord applied under the motor bracket causing the raceway to be misaligned when installed to the motor base. The excess caulking was removed to level out the base, and a new raceway and rotor assembly were installed to address the reported complaint. Upon visual inspection, it was noted that the bottom of the pump raceway was scraped, thus confirming the customer's complaint. The thermogard console passed the functional testing without any error. The event log review showed no significant discrepancies. Following service, the thermogard console passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number tghq13650. B3, the date of event is unknown